Manufacturer narrative:
The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The I/a handpiece sample was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. The intraocular lens (iol) was not returned for analysis. The iol complaint history and product history records could not be reviewed because a lot number was not provided. The intraocular lens implant (iol) cartridge was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number. The customer indicated the use of an ovd, which is not qualified for the lens/monarch combination used. The ophthalmic viscoelastic device (ovd) was not provided. The lot number was not provided. Therefore, lot history and complaint history reviews could not be conducted. The cassette pak was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Pack is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. The knife was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Knives are single use devices. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a patient presented with endophthalmitis/tass following a cataract with intraocular lens (iol) procedure. Additional information received indicates that a retinal specialist who tapped and injected. The culture was negative. The patient was prescribed a steroid, antibiotic and nsaid ophthalmic drops postoperatively. The patient saw 20/20 best corrected visual acuity at postop visit (B)(6) 2019. The endophthalmitis /tass has resolved.